Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The balloon was first inflated at 24 atmospheres for 60 seconds, however, during second inflation at 24 atmospheres for 30 seconds, the balloon ruptured in the lateral direction. Skin incision was performed to removed the balloon from the sheath. The device was pulled out together with the sheath and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
A mustang device - 6x10x75, was received for analysis. The device was returned inside the customer's 6fr sheath. For investigation purposes the investigator removed the device from the sheath. The device was returned inside the customer 5fr sheath. For investigation purposes the investigator dissected the sheath to facilitate analysis of the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 75mm distal of the proximal balloon sleeve. The distal section of the balloon material had been pushed distally towards the tip of the device. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to have severe kinking/stretching damage located between both markerbands. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The balloon was first inflated at 24 atmospheres for 60 seconds, however, during second inflation at 24 atmospheres for 30 seconds, the balloon ruptured in the lateral direction. Skin incision was performed to removed the balloon from the sheath. The device was pulled out together with the sheath and the procedure was completed with a different device. No patient complications were reported.